Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging that a one touch verio pro meter would not turn on. The patient did not allege any harm or injury because of the reported issue. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had a power issue and would not turn on. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.